Event description:
Healthcare professional additionally reported left side "fair amount of serous fluid", "very think scar in this area which was likely capsular contracture", "chronic inflammation", and calcification.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Additional, changed, and/or corrected data: b.5. H.6. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient further reported "left side implant has developed an infection" and "the implant has folded creating a sharp point and is now piercing through [the] skin causing leaking."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.,g.1., h.6.

Event description:
Patient additionally reported "necrosis". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.